Event description:
It was reported that the kinair medsurg bed would inadvertently inflate and deflate while plugged into the ac wall outlet. There was no reported injury.

Manufacturer narrative:
Kci records indicate that the kinair medsurg was tested per quality control procedures on 04/14/2009, prior to pt placement, and the unit met specifications. The unit was subsequently delivered to the facility on 04/20/2009. Evaluation of the device after it was returned from the facility determined that the under bed inverter (ubi) controller circuit board assembly was faulty causing intermittent operation of mattress air blowers.